Event description:
It was reported that the pump had a cuff leakage. The event occurred during patient use. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint of cuff leakage. As received a tear was observed on the pilot balloon of the set. In attempts to replicate clinical use, syringe was attached to the pilot balloon of the tube and slowly inflated with 20ml of air. The cuff was observed not to inflate. The complaint of leakage can be confirmed due to the tear observed. However, the leak was not observed on the cuff but rather the pilot balloon. The probable cause of the tear is unknown.